Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but resistance occurred during the delivery of the device. When the device was removed from the patient, it was noticed that the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.